Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No unexpected ramping display during testing. Also received with cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, broken belt clip slot, stained end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons were unresponsive. Customer's blood glucose was 43 mg/dl. Customer had just worked out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.